Manufacturer narrative:
Additional information has been requested from the customer, including when the device will be returned for evaluation.

Event description:
On october 15, 2019 ad-tech received a recall acknowledgement form for the (drill sleeve guide (expanded) recall) from an impacted customer stating that "drill bit seizing was occurred two times in our institute. (B)(6) 2017 --> drill bit seized by drill sleeve guide was returned via nk; 2019/02/06 --> scrapped". Based on this information, an MDR was filed for each incident. This MDR (2183456-2019-00043) will account for the incident that occurred on (B)(6) 2017.